Manufacturer narrative:
The device was received for evaluation. Unaided visual inspection observed insufficient welding at the bottom left edge of the bag. A functional testing was performed which revealed a leak from the bottom left edge weld points of the bag. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom left edge of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.